Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of inappropriate shock, oversensing, low pacing impedance, and lead dislodgment were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was hospitalized for inappropriate high voltage therapy due to oversensing on the right ventricular lead. In addition, decreased pacing impedance was observed. Diagnostic imaging was performed which confirmed lead dislodgment. The lead was explanted and replaced to resolve the event and the patient was in stable condition.